Event description:
It was reported that the proximal knob of a cascadia an lordotic-oblique inserter inner shaft fractured off intra-operatively. It was further reported that it was difficult to disengage the inner shaft from an implanted cage as a result. The procedure was completed successfully with a 3 minute surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Corrected data: b5, g1. Additional data: h3. H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that the proximal knob of a cascadia an lordotic-oblique inserter fractured off intra-operatively, and that it was difficult to disengage a cascadia an lordotic-oblique inserter inner shaft from an implanted cage as a result. The procedure was completed successfully with a 3 minute surgical delay and no adverse consequence to the patient. This report captures the inner shaft.